Event description:
The customer had been receiving questionable ion selective electrode (ise) sodium results on their integra 400 plus analyzer intermittently for the last month. No specific data was provided until (B)(4) 2012. The customer sent several samples to a reference laboratory, and all samples were running lower on the customer's analyzer. The customer also repeated some samples on the same analyzer and they recovered higher. The customer provided data for 26 patients, of which one had discrepant results reported outside the laboratory. The patient's initial sodium result was 129 meq/l. The repeat result from the reference laboratory was run on an analytical p module analyzer and the result was 138 meq/l. The customer considered the reference laboratory's result to be correct, but had not yet issued a corrected report. No adverse events occurred with any of the patients. The sodium electrode lot number and expiration date were not provided. The field service representative found a plugged socket on the ise mixing tower preventing any ise mix or dry and the analyzer was having erratic quality control for all ises. He cleaned the plugged ise mixing tower socket and air lines. He set the proper ise mix and dry pressures. He replaced worn ise tubing. The customer ran ise calibration, quality control, and patient samples with results within specification and without alarms.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.